Manufacturer narrative:
Evaluation summary: product evaluation was completed. Moderate calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 2mm on the inflow aspect. Thickened and swollen tissue was observed on leaflets 1 and 3 at commissures 1 and 2. The x-ray demonstrated calcification, commissures 1 and 2 wireform distorted. Sewing ring was cut near leaflet 1. These damages are most likely due to implant or explant. (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The reason for explant was not provided by the health care provider; however, the product evaluation indicates this device was explanted due calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards sales received a call from a surgeon reporting the explant of an unknown model valve. It valve was reportedly implanted in 2001 in a different city and the patient is (B)(6) now. No other details have been made available.

Manufacturer narrative:
Unknown model device. PMA/510(k)number: unknown model device. Despite repeated requests for additional information and return of the device, no additional information has been provided. S/n and patient information has not been provided. Device is being held by the hospital for pick up by sales rep. Therefore, with the information available today, we are unable to investigate further and unable to conduct a device history record (DHR) review. The implant duration is approximately thirteen (13) years based on the implant date of ¿2001¿. Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received by our sales representative and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant have been unsuccessful; therefore, the root cause for explant of this device remains indeterminable. When new information is received, a supplemental report will be submitted.